Event description:
It was reported to boston scientific corporation that a corflo cubby dual port standard balloon was used in a feeding procedure and prior to use an inflation test was completed with no issue found (juvenile patient, gender and weight are unknown). According to the complainant, the balloon was inflated with 20ml and the procedure completed successfully. On the following day, the device came out by itself and a pinhole was found in it. Another corflo cubby dual port standard balloon was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The returned device was inflated and a pinhole was found near the proximal balloon bond. The cause of the pin hole could not be determined.